Event description:
It was reported that the device recorded false asystole that indicated oversensing and loss in contact. The patient was not symptomatic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.